Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed and it required maintenance. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 was not detected on the bus. A field service engineer (fse) inspected the drawer chassis and identified a damaged retractor band with black marks and replaced the retractor band. Also, fse noticed an uninterrupted power supply (ups) error indicator, indicating compromised ups functionality. Further diagnostics identified a failed communication sled and the component was replaced. The system functioned as intended after the field service engineer repaired the device.